Event description:
It has been reported by another country's facility to smith & nephew that a revision surgery was performed due to instability. The revision occurred approximately 1-3 years after implantation. This is all of the info that has been received at this time.

Manufacturer narrative:
Na